Manufacturer narrative:
Additional device product codes: hwc, jds complainant part is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) used to capture additional medical/surgical intervention required. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a removal of a pediatric osteotomy plate on (B)(6) 2018. The plate removal was a patient¿s choice after a successful healing. During the procedure, there was a locking screw fused into the plate and when the surgeon attempted to remove the screw, the head stripped. The conical extractor was then used but it broke inside the screw. The surgeon wanted to saw the plate to separate it from the screw; however, there was no saw available in the hospital. The plate was not successfully removed. There was a surgical delay for approximately forty (40) minutes. The surgeon closed the incision. The plate removal was done on unknown date using a saw in another facility. In addition, the patient status was reported stable. This report addresses issue of a locking screw fused into the plate, therefore the plate could not be removed. The intraoperative issue of conical extractor breakage is captured under linked complaint (B)(4). This report is for one (1) pediatric lcp hip plate 3.5mm/130°/5 holes. This is report 1 of 2 for complaint (B)(4).